Event description:
Case description: since last submission the case have been updated with the following: -expected date of follow up was extended and updated -narrative updated accordingly. This report is for a foreign device that is assessed as "similar" to us marketed novopen echo.

Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas) it was difficult to push the pen, and the patient pushed hard. [Device delivery system issue] case description: this serious spontaneous case received via regulatory authority from china was reported by a health care professional (B)(6) as "it was difficult to push the pen, and the patient pushed hard. (Device delivery system pressure issue)" beginning on (B)(6) 2024, and concerned a 47 years old male patient who was treated with novopen 5 (insulin delivery device) from unknown start date for "diabetes mellitus", dosage regimens: novopen 5: current condition: diabetes mellitus (type and duration not reported). On an unknown date, the patient did not change the needle. The device had been used for a long time and it was difficult to push the pen. The patient wanted to replace the injection pen with a new one. Batch numbers: novopen 5: nvgar90-1. Action taken to novopen 5 was not reported. The outcome for the event "it was difficult to push the pen, and the patient pushed hard. (Device delivery system pressure issue)" was not reported. The event onset date is not reported in the case. However, the incident dates are captured to ensure the mir form is generated. No further informationavailable. This report is for a foreign device that is assessed as "similar" to us marketed novopen echo. References included: reference type: e2b authority number, reference ID#: (B)(4), reference notes: nmpa (national medical products administration), chn.